Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject ICD was implanted on (B)(6) 2016. Reportedly, during a follow-up performed on (B)(6) 2019, the estimated residual longevity displayed was between 3 and 5 years.

Manufacturer narrative:
Based on preliminary analysis, normal battery depletion occurred and the estimated residual longevity displayed during the follow-up was appropriate.

Event description:
The subject ICD was implanted on (B)(6) 2016. Reportedly, during a follow-up performed on (B)(6) 2019, the estimated residual longevity displayed was between 3 and 5 years.

Event description:
The subject ICD was implanted on (B)(6) 2016. Reportedly, during a follow-up performed on (B)(6) 2019, the estimated residual longevity displayed was between 3 and 5 years.